Event description:
Add'l info rec'd from MFR 11/27/02: the harris precoat femoral hip stem was first marketed july 10, 1987. All lots of catalog number 00-9028-010-00 and 00-9028-020-00 hip stems manufactured on or before december 31, 1993, were recalled in august 1995. This recall was conducted because a small number of stem fractures were reported in heavy, active patients whose stems have loosened.

Event description:
Femoral prosthesis broken mid-stem. Pt scheduled for revison of total hip to replace femoral stem prosthesis.